Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health authority reported that one hour after an intraocular lens (iol) implant procedure, the patient experienced tearing and redness. The patient was diagnosed with corneal edema. At this time, the temporary measures were to switch to systemic medications: injections to reduce swelling and for anti-inflammatory treatment; at the same time, antibiotic steroid eye drops were applied for antibacterial anti-inflammatory effect. After a day of treatment, the patient said that the postoperative natural discomfort such as tears disappeared, and the condition improved significantly. The following day at the time of re-examination, the postoperative symptoms of adverse reactions disappeared, and the indicators were normal. The patient was discharged successfully on that day. No further information is expected.